Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient did not recharge her ipg for several months, hence the ipg is inoperable. The sjm representative confirmed the issue. The patient underwent surgical intervention to remove and replace her ipg. Postoperatively on (B)(6) 2015 the sjm representative met with the patient and lead diagnostics revealed high impedances.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the newly implanted ipg is functioning thus issue is resolved.